Event description:
It was reported there were two therapies with hv (high voltage) impedance > 200 ohms. During the third therapy, the device did not deliver appropriate therapy and the device was explanted. No patient complications have been reported as a result of this event.